Manufacturer narrative:
(B)(4). Date sent: 6/1/2021 additional information was requested and the following was obtained: what was the surgical procedure? Dpc. What was the indication for the procedure? Pancreatic tumor. What is meant by ¿generator displays harmonic only without recognizing the clamp¿? That means it was written in the screen harmonic. Did the handpiece and disposable pass the pre-run test? Yes. Were there any generator alert screens? No. What is the surgeon¿s experience with the device? He is a surgeon with big experience of harmonic device in france. How were the pliers damage? The white pad was damaged. Was the blade tip broken off? Yes. Was the white tissue pad damaged? No. Did the white tissue pad break completely off? Yes. What was the source of the bleeding? Nd. What was the estimated blood loss? Nd. How was the bleeding addressed? What devices will be returned for analysis? Handpiece. Was the handpiece been refurbished? It's the handpiece used for demo. Were the disposables reprocessed? Yes upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: p9411h. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the surgical procedure? What was the indication for the procedure? What is meant by ¿generator displays harmonic only without recognizing the clamp¿ did the handpiece and disposable pass the pre-run test? Were there any generator alert screens? What is the surgeon¿s experience with the device? How were the pliers damage? Was the blade tip broken off? Was the white tissue pad damaged? Did the white tissue pad break completely off? What was the source of the bleeding? What was the estimated blood loss? How was the bleeding addressed? Was the handpiece been refurbished? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a dpc, the generator displayed harmonic only without recognizing the clamp. The new clamp does not work manually. The cycle was very long and did not stop between coagulation and dissection. Problem occurred during surgery. There was significant bleeding which required switching to open surgery. It was life-threatening.